Event description:
It was reported by service report that the left and right side rail cables were missing and the nurse call was not working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail cable.